Manufacturer narrative:
Chair was examined and was performing to specifications. It is likely that the hospital staff removed the back to perform cleaning and did not properly re-install the back.

Event description:
It was reported the back of a recliner fell off when reclining. It is alleged that the patient may have worsened a pre-existing back injury.